Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device seemed to be continually running even when the water has been shut off was confirmed. It was found during testing that the device had excessive flow and the main pcb required replacement so as to correct the reported failure. However the service was declined and the device was placed into long-term hold due to unavailability of spare parts for repair. The defective main pcb can be identified as the root cause of the reported failure. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the pump/shaver device seemed to be continually running even when the water had been shut off. During in-house engineering evaluation, it was determined that the device had excessive flow. The procedure was completed with same device as it was a fast procedure. No surgical delay or patient consequence. No additional information was provided.